Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case. The device was not able to be interrogated. It was determined that therapy was not available while the device was implanted. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded this hermetically sealed device case became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed bodily fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry caused the error messages and device resets that resulted in a sudden increase in power consumption and premature battery depletion.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device. The patient presented to the hospital for a device check. Interrogation revealed no error messages and the tones ceased after the interrogation. Engineering reviewed the device data available in the remote monitoring system and found the beeping was due to device resets. Data from the hospital follow up was also submitted, and engineering review determined frequent device resets were occurring, caused by a potential hardware issue, and device replacement was recommended. It was noted that therapy was currently available and the battery status was good; however, the resets would recur and this could result in a delay to detection and therapy delivery if needed. The next day, the device began beeping again, due to resets. Engineering found the data consistent with an issue of the telemetry circuitry, which could also result in rapid battery depletion. At this point, a device replacement was planned for within a few days and daily latitude interrogations were proposed. Three days later, the latitude interrogation revealed a battery depletion (bd) error and the remaining longevity had decreased significantly, to 16%. The next day, a warm reboot (wb) error was observed and the remaining longevity was now 9% and rapidly decreasing. Technical services reiterated that immediate device replacement was necessary. The device was explanted and replaced two days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. The device was not returned. The patient has filed a legal claim against boston scientific for the product performance issue. At this time, no additional information is expected. An amended report will be submitted if the device is returned for analysis at a later date. The device was later received and analyzed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device. The patient presented to the hospital for a device check. Interrogation revealed no error messages and the tones ceased after the interrogation. Engineering reviewed the device data available in the remote monitoring system and found the beeping was due to device resets. Data from the hospital follow up was also submitted, and engineering review determined frequent device resets were occurring, caused by a potential hardware issue, and device replacement was recommended. It was noted that therapy was currently available and the battery status was good; however, the resets would recur and this could result in a delay to detection and therapy delivery if needed. The next day, the device began beeping again, due to resets. Engineering found the data consistent with malfunctions of the telemetry circuitry, which could also result in rapid battery depletion. At this point, a device replacement was planned for within a few days and daily latitude interrogations were proposed. Three days later, the latitude interrogation revealed a battery depletion (bd) error and the remaining longevity had decreased significantly, to 16%. The next day, a warm reboot (wb) error was observed and the remaining longevity was now 9% and rapidly decreasing. Technical services reiterated that immediate device replacement was necessary. The device was explanted and replaced two days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.